Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced full respiratory arrest followed by loss of pacemaker capture due to acidosis. It was also reported that there was no reason to believe that there was lvad malfunction as there was still 3.5 l/min of flow and no alarms, no suction events. The pt expired on (B)(6) 2012.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.